Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: 0.035 guide wire, sheath: 7 fr, heparin. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device confirmed the reported link break during the needle plunger retraction. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the link break while retracting the plunger to retrieve the suture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using the proglide device after a left superficial femoral artery interventional procedure. Reportedly, when the plunger was retracted from the body of the device the user found the white link was broken. A 0.035 guide wire was reloaded into the proglide to remove the device and exchanged it for a second proglide to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.